Event description:
The reporter indicated the surgeon implanted a 13,2mm vticmo13.2 implantable collamer lens, -18.00/+3.5/090 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to an anterior subcapsular opacity (cataract) was observed on (B)(6) 2023. The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).